Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "body falling apart from the inside out", "breasts are lop sided, one is hard", "can compress pockets of air in and out", "you can see the pockets through my skin", "various other ailments", "swollen lymph nodes, particularly under my arms", "diagnosed with an auto-immune disease."

Event description:
Patient reported left side "breasts are lop sided, one is hard, can compress pockets of air in and out, can see the pockets through my skin," and "swollen lymph nodes, particularly under my arms." Patient additionally reported being diagnosed with an auto-immune disease;" this event is not related to the device. The device remains implanted.